Event description:
The device was used during a laproscopic hernia repair procedure. Reportedly, the staples got hung up. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.